Event description:
It was reported that the physician could not activate this artificial urinary sphincter (aus). A cystoscopy was performed, and it was noted that the patient had incomplete coaptation of urethra; therefore, the patient was experiencing recurring incontinence. One week later, the patient underwent a surgical procedure during which all components of the existing device were removed, and a new aus was implanted. Upon explant, it was identified that the balloon had a total fluid loss most likely due to a hole, the pump was staying collapsed and there was blood within the pump. The source of the fluid leak was not detailed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted. The pump passed the leak and functional testing. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon was visually inspected, microscopically examined, and tested for leaks. Visual inspection revealed a pinhole in the balloon shell consistent with a sharp instrument, which caused a fluid loss from the component. The balloon was not functionally tested due to the confirmed damage. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the reported events could be traced to handling of the device or component through product investigation; therefore, a conclusion code of unintended use error contributed to event was assigned to this investigation.

Event description:
It was reported that the physician could not activate this artificial urinary sphincter (aus). A cystoscopy was performed, and it was noted that the patient had incomplete coaptation of urethra; therefore, the patient was experiencing recurring incontinence. One week later, the patient underwent a surgical procedure during which all components of the existing device were removed, and a new aus was implanted. Upon explant, it was identified that the balloon had a total fluid loss most likely due to a hole, the pump was staying collapsed and there was blood within the pump. The source of the fluid leak was not detailed. There were no patient complications.